Event description:
Pt born with large right diafragmatic hernia was placed on ecuo in the morning. Surgeon had to suture cannula to pt's head on an angle. Ecuo specialist went to press sutured area and noticed blood all around venous connection. Initial thought was that she was squeezng too hard. Ecuo coordinator went to blot around venous connection and realized it had slipped out of the connection. Held together manually until surgeon could return with re-cannulate. Opened two more packages of the same lot. Could pull out venous connection easily. Called origen only 45/800 still in stock. Sent mail message to ECMO centers alerting them to issue.